Event description:
In 2009, the patient reported that she has been experiencing frequent e4 (occlusion) errors while attempting to bolus and she has experienced elevated blood glucose. Two days prior, her blood glucose elevated from 149 mg/dl to 310 mg/dl within a couple of hours and she is concerned that she is not receiving insulin. She stated that she has changed her infusion set 4-5 times in the past 7-10 days in an attempt to resolve the e4 errors but they to recur. The pt was educated on causes of e4 errors. She was not experiencing an error at the time of the report and her blood glucose measured 96 mg/dl. Her normal blood glucose range is 80-150 mg/dl. She stated that she changes her insulin cartridge every 2-3 days. She has never changed the adapter and she was advised to change it with every 10th insulin cartridge change. She changes her infusion site every 2-3 days and her infusion tubing with every other cartridge change. She was advised to change the infusion site every 2 days and the infusion tubing every 6 days. She stated that she only rotates her infusion sites from side to side above her belly button. She was advised to consult with her physician regarding alternative infusion sites. She was previously educated on reviewing her bolus history to ensure she receives the entire bolus amount after an e4 is displayed. She was sent replacement infusion sets and adapters and information on infusion site management. The patient called back on the day after the original date, and stated she received an e4 and an a8 (bolus cancelled) alarm while attempting to bolus 8.7 units of insulin. She reviewed her bolus history and 0.5 units of insulin were delivered prior to the error. Her infusion site and tubing were changed yesterday. She disconnected from her infusion site and primed without error. She was advised to change her infusion site. A request for additional training was submitted. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.